Event description:
During a clinical trial, a pericarditis with fever and pericardial effusion occurred with a navi-star¿ thermo-cool¿ electrophysiology catheter. The patient¿s medical history is unknown. An antibiotic therapy and asa was administered. The patient did require prolonged hospitalization. No further information is known regarding the patient status. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related.

Manufacturer narrative:
During internal review of complaint file it was found the UDI# provided on initial 3500a report is incorrect. The correct UDI# is UDI# (B)(4). An internal corrective action has been opened to address this issue. (B)(4).

Manufacturer narrative:
A) the product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. B) the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). D) pending information on the following fields (B)(4).

Manufacturer narrative:
Additional information was received on march 10, 2018. The patient was a (B)(6) female with a weight of (B)(6). The event was updated from pericarditis to minor pericarditis which was mild in severity. The principal investigator reassessed the mild pericarditis as possible device related and definitely procedure related. The prognosis was listed as excellent. (B)(4).